Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer provided a blood glucose level of 347 mg/dl. System check with tandem technical support was unable to identify a source of the blockage. Reportedly, the customer continued to use the pump for insulin therapy.